Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 20mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower femoral artery. A 5.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 80% stenosed, moderately tortuous and severely calcified. The balloon was ruptured during first inflation at 7 atmospheres for 10-20 seconds. The balloon was removed normally from the patient.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower femoral artery. A 5.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower femoral artery. A 5.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 80% stenosed, moderately tortuous and severely calcified. The balloon was ruptured during first inflation at 7 atmospheres for 10-20 seconds. The balloon was removed normally from the patient.